Event description:
It was reported that a hair was found in the packaging. The implant was used to complete the procedure as another component was not available.

Manufacturer narrative:
This report will be amended when our investigation is complete.